Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information was performed but the information was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the pericardial effusion and cardiac tamponade were listed as potential complications in the device's instructions.

Event description:
It was reported that following a pulsed field ablation (pfa) procedure, the patient experienced a pericardial effusion and subsequent cardiac tamponade. During the procedure, a farawave 31 mm - us catheter was selected for use, and transseptal access was performed using the versacross connect system. The procedure was completed without reported complications. Approximately two days post - procedure, the patient presented with complaints of chest pain. Diagnostic evaluation at that time showed no evidence of pericardial effusion. The patient was treated for pericarditis and discharged. Approximately two weeks following the procedure, the patient returned to the emergency department with complaints of shortness of breath and chest pain. Further diagnostic testing revealed the presence of a pericardial effusion, which required pericardiocentesis and additional clinical monitoring. No device malfunction was reported. The device is not expected to be returned for laboratory analysis. It was disposed. No additional information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that following a pulsed field ablation (pfa) procedure, the patient experienced a pericardial effusion and subsequent cardiac tamponade. During the procedure, a farawave 31 mm - us catheter was selected for use, and transseptal access was performed using the versacross connect system. The procedure was completed without reported complications. Approximately two days post - procedure, the patient presented with complaints of chest pain. Diagnostic evaluation at that time showed no evidence of pericardial effusion. The patient was treated for pericarditis and discharged. Approximately two weeks following the procedure, the patient returned to the emergency department with complaints of shortness of breath and chest pain. Further diagnostic testing revealed the presence of a pericardial effusion, which required pericardiocentesis and additional clinical monitoring. No device malfunction was reported. The device is not expected to be returned for laboratory analysis. It was disposed. No additional information was provided.